Manufacturer narrative:
Eval in progress but not concluded. Device repaired and returned.

Event description:
During cardiopulmonary bypass, the cardioplegia delivery monitor intermittently blanked. The temperature/pressure circuit board was replaced, restoring specified function to the device. There was no adverse consequence to the pt as a result of this event.